Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had low flow alarms, believed to be due to inflow cannula position and cardiac remodeling. Patient is stable at home and being monitored. Log file analysis showed that pump saw a reduction in blood volume. The patient was listed as having dizziness, being on florinef, wearing compression socks, and being encouraged to have adequate fluid intake. The patient listed for heart transplant.

Manufacturer narrative:
Additional information: d4, h4. Section g3: correction. Manufacturer's investigation conclusion: the report of a malpositioned inflow conduit could not be confirmed through this evaluation because the device remains in use and no images showing the misalignment were provided. The center reported that the reported low flow alarms were believed to be due to inflow cannula position and cardiac remodeling. Review of the submitted log files confirmed low flow alarms. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. It was reported that the symptoms at the time of the event included intermittent dizziness. The patient is being treated with a corticosteroid, wears compression socks, and is encouraged to have adequate fluid intake. The patient is listed for a heart transplant, and the center may attempt to increase the patient¿s priority on the list. No other surgical intervention is planned. The patient is stable at home and will continue to be monitored. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate ii lvas IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states to take care to avoid orienting the inlet towards the interventricular septum and care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. Pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.